Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer stated they were trying to push it through it and it comes out where the vial goes in. The customer stated they can't hold on to the pump. The customer's blood glucose was 24mmol/l, treated with pump. The customer was advised to discontinue use of the pump and revert to a backup plan.